Event description:
On (B)(6) 2013, the patient reported the display screen had become dim over time. The patient also reported the down arrow keypad button had intermittent response and needed several presses to respond. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display and keypad issues remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.